Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the device evaluated by MFR section and to provide the completed investigation results. One used 8fr angio-seal vip device was received for evaluation. The carrier tube assembly and hub of the hemostasis sheath were returned. No other accessory components were returned. Visual inspection revealed that the hub of the hemostasis sheath was returned separately and it was noted that the sheath was cut at the distal end of the hub. The collagen was found stuck into the hemostatic valve and the deployment sleeve was still in the forward lock position. The bypass tube was found dislodge at the proximal end of the carrier tube assembly. No other visual anomalies were noted with the device. Fluoroscopic analysis of the device was conducted and the presence of the anchor was verified in the hub of the hemostasis sheath. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. Angioseal vip IFU states: b. Set the anchor : step 3- ''with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt.'' Step 4 - ''to ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve.'' Step 5 - ''maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible.'' Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was attempted to be withdraw after a non-deployment event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 8f angio-seal device failed to properly deploy post peripheral intervention in the left groin. The surgeon stuck the right groin to take an angiogram of the left groin access. No issues were seen with the vessel. Manual pressure was used to achieve hemostasis, and a 6f angio-seal was successfully used to close the right groin. The patient was in stable condition. The procedure outcome was successful.